Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the right ventricular lead exhibited low impedance. The lead was explanted and replaced on (B)(6) 2016. The patient was in good condition before, during, and after the procedure.